Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device upgrade procedure, the left ventricular (lv) lead was accidentally severed with an electrocautery knife. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.